Manufacturer narrative:
Device manufacture date - 2/1/2013. Expire date: 1-feb-2033. A review of the device history records for lot 7240966 revealed the variable angle locking screw was inspected and the part conformed to all requirements. The manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Placeholder.

Event description:
A device report from synthes (B)(4) indicated a surgeon in (B)(4) reported: during surgery for a distal radius fracture, the surgeon inserted and locked 4 va locking screws in distal holes by guiding block, and fixed by driver with torque limiter. Second, he inserted and locked 2.7mm 2 cort-screws in proximal shaft holes by driver with torque limiter. Third, he inserted and locked 2.7mm 2 va locking screws in proximal va holes by torque limiter, by this time, all screws could be locked. And then he took off guiding block fixed va locking screws by drive with torque limiter just in case. However, va locking screw in distal row most styloid side had not stopped rotation. Finally this screw was penetrated in hole. He found a metal part like thread which was adhered in the patient body. Surgery was performed by global technical method. He chose fixed mode, and used torque limiter 0.8nm in lock. The metal chip is being returned. This is 2 of 3 reports for complaint (B)(4).

Event description:
This is 1 of 3 reports for complaint (B)(4).